Manufacturer narrative:
The device ro 14 041 was inspected for investigation purpose. The device was found fully functional. The investigation identified that the user did not follow the recommendations and the following contributory root causes were identified : registration error above threshold and undetected movement of patient head due to head fixation. (B)(4).

Event description:
It has been reported that "surgeon implanted a (B)(6) patient with two visualase laser fibers for a hypothalamic hamartoma. Due to the patient's age, the patient was stabilized in a seguida headframe and the rosa was attached to the bed. Registration was performed with 6 bone fiducials and an rms of approx. 1.1 mm was acquired. During the scrub, it appeared that the patient's scalp may have shifted a bit. The surgeon was fine with stability of the patient's head. After scrub, each laser fiber (one left, one right) was implanted and the patient was taken to mr. Upon fusing the post-op mr, it was noticed that each implant was approximately 3.5 mm posterior to the plan.